Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the patient on (B)(6) 2019. The patient claims that their device is turning on by itself which has been occurring the past two months. The rep met with the patient on (B)(6) 2019. There was 15% usage in the past 30 days. Adaptive stimulation (as) is enabled with some positions at 0.0 ma. The rep will remove as today. The rep thought it was already disabled at their last programming session around february. Since some positions are at 0.0 ma the thought is that the patient may believe it is off until getting into a specific position when intensity changes. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient left a message at 5 pm tonight saying that the system was not helping and they had fallen five times recently and their programmer was no working as it should. The patient was going on a vacation tomorrow and that they needed to meet with the rep before 12 tomorrow. It was unknown if there were any external factors that may have led or contributed to the issue. No actions had been taken at this time to resolve the issue. The rep indicated that they called the patient back and left a message to try and set up an appointment and the rep was waiting to hear back from them. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was unknown if surgical intervention would be planned. It was unknown when the event occurred, but the rep indicated that they would follow-up with more information. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the system not helping after the patient fell 5 time and the cause of the programmer not working as it should was not determined. It was reported that no actions had been taken to resolve these issues as the rep had called the patient to set up a meeting but they had not responded. The rep did not know when the issuesbegan. Information was later received by the rep indicating that the patient had called them again today ((B)(6) 2019 stating that they wanted to meet with the rep before their spinal cord stimulation system damages their spinal cord. The rep stated that they were not sure what they were talking about, but stated that they called the patient back to try and set up and appointment, but they were still waiting to hear back from them. No further complications were reported/anticipated.